Event description:
The cvicu mgr was called by bedside nurse to witness free flow from tubing engaged in turned off alaris pump channel. Bedside nurse programmed IV pump to deliver blood, followed by normal saline flush. Blood was infused timely without any alarm. Bedside nurse turned pump off and noticed free flow when disconnecting from tubing. The cvicu mgr witnessed the free flow. Channel was not opened, pump, channel tubing are kept intact. Biomed team was called and also witnessed same issue. Cap was placed at the tubing end, distal clamp was rolled off. Biomed secured entire system for expertise. Pt was not harm during blood transfusion.